Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event and implant: estimated dates. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The reported patient effects of myocardial infarction, thrombosis, and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two devices referenced are filed under a separate medwatch report number. The additional patient effect of death referenced is filed under a separate medwatch report number. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported through a research article identifying xience v, xience prime, xience xpedition that may be related to death and serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "long-term outcome in patients treated with first- versus second-generation drug-eluting stents for the treatment of unprotected left main coronary artery stenosis."